Event description:
It was reported the electrical cord burned. Visual inspection of the unit revealed that the electrical cord had been cut by an external source approximately 18" away from the plug. We determined that misuse on the part of the consumer was the cause of this report.